Event description:
It was reported that the stent was inadvertently deployed in the external carotid, requiring additional surgical intervention. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The surgeon accessed the vessel, and the lesion was predilated. The stent was deployed. At this point, it was observed that the stent was inadvertently deployed in the left external carotid rather than the left internal carotid. The left external carotid ran alongside the left internal carotid and both took the same bend. As a result, the external carotid was opened and the stent was removed. The procedure was converted to a carotid endarterectomy (cea). The patient was reported as stable and did well post-procedure. The patient was discharged home with no complications.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that the stent was inadvertently deployed in the external carotid, requiring additional surgical intervention. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The surgeon accessed the vessel, and the lesion was predilated. The stent was deployed. At this point, it was observed that the stent was inadvertently deployed in the left external carotid rather than the left internal carotid. The left external carotid ran alongside the left internal carotid and both took the same bend. As a result, the external carotid was opened and the stent was removed. The procedure was converted to a carotid endarterectomy (cea). The patient was reported as stable and did well post-procedure. The patient was discharged home with no complications.